Manufacturer narrative:
This event occurred with a device belonging to (B)(6). No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the centrimag motor was broken. It was noted that the an irregular motor stop occurred when the motor cable was moved during regular maintenance.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of the centrimag motor causing the system to stop upon manipulation of its cable was not confirmed. The centrimag motor (serial number (B)(6) ) was functionally tested at the european distribution center (edc) and by the product performance engineering (ppe) department, and system stops were unable to be reproduced throughout all testing, even when the motor¿s cable was manipulated by hand. No log files were associated with the reported event. The motor was scrapped due to additional atypical findings that appeared to have been unrelated to the reported event. The root cause of the reported event was unable to be conclusively determined through this analysis. During the investigation there was an incidental finding of wire fatigue within the motor cable. Review of the device history record for centrimag motor, serial number (B)(6) , showed the device was manufactured in accordance with manufacturing and quality assurance specifications. The 2nd generation centrimag system operating manual provides information regarding emergencies/troubleshooting in section 8. The recommended practice whenever there is a console or motor malfunction is to replace the console and motor as a set. Remove the blood pump from the malfunctioning motor and console and place the blood pump in the back-up motor and console. Switch all components (console, motor, flow probe and cables) simultaneously to continue patient support, and then perform troubleshooting on the non-functioning system, when it is no longer being used for patient support. Centrimag motor instructions for use (IFU) instructs the user to inspect the centrimag motor, cable, console connector, and locking mechanism for any damage prior to use. If any component is damaged, do not use the centrimag motor. This document states that if the unit fails to operate according to the motor specifications or a console diagnostic error indicates a centrimag motor malfunction, it should be returned. Additionally, this document instructs the user to always have a spare centrimag motor and back-up equipment available. No further information was provided. The manufacturer is closing the file on this event.